Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident occurred on (B)(6) 2026. Intubation of a 17-month-old infant for surgery regarding a heart defect under cardiopulmonary bypass. The laryngoscopy blade did not allow optimal visualization of the glottis due to very poor light quality. The blade was brand new, just removed from its packaging. The blade was tested before use and the light was working. It was only once in the child's mouth that the light was not powerful enough to visualize the glottis properly. The patient's oxygen saturation dropped to 40% during IV induction of anesthesia. There were no other consequences for the patient. The patient is reported to be making "favourable progress". The handle, used with this blade was not discarded. It had functioned properly with other blades."